Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date of 2015, a 21mm trifecta valve was implanted into a patient. It was reported that on an unknown date on (B)(6) 2023, the patient went in for a checkup and it was discovered that the valve was not performing as expected. It was decided to reassess the valve proficiency after 6 months; no intervention was performed at this time and the vale remains implanted. The patient had no clinical signs or symptoms. The patient is reported to be stable. There is no allegation of malfunction alleged against the abbott device. No adverse patient effects.

Manufacturer narrative:
An event of valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported valve degeneration is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. It was also reported that the valve had been implanted for nearly 8 years, which could have contributed to the valve deterioration. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event of valve deterioration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date of 2015, a 21mm trifecta valve was implanted into a patient. It was reported that on an unknown date in (B)(6) 2023, the patient went in for a checkup, and it was discovered that the valve was not performing as expected. It was decided to reassess the valve proficiency after 6 months; no intervention was performed at this time and the vale remains implanted. The patient had no clinical signs or symptoms. The patient is reported to be stable. There is no allegation of malfunction alleged against the abbott device. No adverse patient effects. No additional information was provided.